Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): the customer could not provide patient identifier.

Event description:
It was reported to boston scientific corporation that during a urethrotomy procedure using a flexiva 1000 laser fiber, the tip of the fiber broke off into pieces and fell inside the patient's bladder. The surgeon was able to remove the pieces of fiber from the patient using an elik evacuator. The laser type is unknown. The laser settings were 1.5 joules and 10 hertz. The procedure was completed with another flexiva 1000 laser fiber without any complications to the patient, who is reportedly fine post procedure.

Event description:
It was reported to boston scientific corporation that during a urethrotomy procedure using a flexiva 1000 laser fiber, the tip of the fiber broke off into pieces and fell inside the patient's bladder. The surgeon was able to remove the pieces of fiber from the patient using an elik evacuator. The laser type is unknown. The laser settings were 1.5 joules and 10 hertz. The procedure was completed with another flexiva 1000 laser fiber without any complications to the patient, who is reportedly 'fine' post procedure. Additional follow-up from the customer revealed the exact time the tip of the fiber broke off is unknown. However, it was not immediately. The amount of energy used (kilojoules) during the procedure is unknown. Laser energy from a 100 watt holmium laser was being used with the fiber. When the physician looked at the fiber, it was down to the green cladding.